Manufacturer narrative:
On (B)(6) 2021, bwi received additional information regarding the event. Generator parameters: power control mode. The physician¿s opinion on the cause of this adverse event: procedure. Patient outcome of the adverse event: unknown. Generator information: smartablate. Prior to noting the CT ablation was performed. No evidence of steam pop. No error messages observed on biosense webster equipment during the procedure. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 6-dec-2021, the product investigation was completed as the complaint device was not returned. It was reported that an unknown patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter. The patient suffered cardiac tamponade requiring pericardiocentesis. When the procedure was ended, blood pressure was dropped. Pericardial effusion was confirmed by surface echo, and drainage was performed. Pericardial drainage was performed and returned to the room. At the time of ablation in the rspv roof after surgery, about 50 g of momentary contact was made, which is doubtful but not definite. The blood drained was dark red (venous blood), but since it was slightly bright, there was a possibility of bleeding from la. The physician commented that there is no defect in the product itself. Device investigation details: since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device 30527200m number, and no internal action related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that an unknown patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter. The patient suffered cardiac tamponade requiring pericardiocentesis. When the procedure was ended, blood pressure was dropped. Pericardial effusion was confirmed by surface echo, and drainage was performed. Pericardial drainage was performed and returned to the room. At the time of ablation in the rspv roof after surgery, about 50 g of momentary contact was made, which is doubtful but not definite. The blood drained was dark red (venous blood), but since it was slightly bright, there was a possibility of bleeding from la. The physician commented that there is no defect in the product itself. The force issue is not MDR-reportable. Since the event is life threatening and might result in permanent impairment of a body function or permanent damage of a body structure, it is to be considered serious and MDR-reportable.